Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis results revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinician had a question about remaining device longevity. It was further reported that the device has had sensing difficulties with the r-waves going down over the past several months. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Asku